Event description:
Reportable based on device analysis completed on 30-mar 2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery. After a 6f non-boston scientific (bsc) guide catheter was engaged, pre-dilatation was performed with a 2x8mm non-compliant balloon catheter. Subsequently, a 2.50 x 48 synergy drug-eluting stent was advanced into the lesion but could not track. The device was removed from the patient intact and the procedure was completed via alternative method. There were no patient complications reported. However, returned device analysis revealed shaft break.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 48mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks and a complete hypotube break at 22.5cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.